Manufacturer narrative:
With system start for an emergency procedure, no system movements were possible. As a result, the procedure was continued and finished using an alternative system. No health consequences were reported to this event. The onsite service intervention showed an incorrectly installed (loose) power plug for the motor inside the system cabinet. An incorrectly connected power plug may have caused emi (electromagnetic interference). As a result of this interference, the motor control components could not be initialized and thus no system movement was possible. This emc interference occurs only sporadically and only when the system is started. After troubleshooting, the system was kept under observation for 90 days without the problem recurring. Therefore, as root cause for the non-conformity a not properly connected power plug is determined. Since this issue can be attributed to an installation error, the installation manual will be updated as preventive measure. Furthermore, the log-file investigation showed that system message "stand/table error - use emergency stop to reset" was displayed to the user. User is thereby requested to activate and deactivate an emergency stop to resolve the problem. Unfortunately, in this case, the user did not perform the requested actions, which most likely would have resolved the problem. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis pheno system. During an emergency patient treatment, no system movement possible. The patient had to be relocated, and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.